Event description:
During a hemorrhoidectomy surgery an unsplit electrosurgical grounding plate was used. The pt was characterized of normal physique, tonic and slim. The patient was placed in a gynaecologic position; saddle perianal anaesthesia was performed. The plate was applied at the left lateral chest-lumbar area level. It was reported that the skin of the patient at the placement site of the grounding plate was dry, normal moistured and without hairs. The user's report is ambiguous whether two plates had been used at the same time or plates had been changed during surgery. It was reported that a IV degree burn occurred at the four edges of the plate, which was discovered by the patient. It was reported that the plate adhered well to the skin and that it had been controlled during the surgical procedure. No liquids were trapped between the plate and the skin. The gel had not come off the plate. The possibility of allergies or pressure necrosis had been checked and ruled out. No further information about skin preparation, type of hf generator used and applied power settings could be obtained so far. It is not yet known how the burn has been treated.